Manufacturer narrative:
The pump was received with no button response due to moisture damage on the keypad traces. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, or displacement tests due to the button keypad anomaly. The pump had no damage/moisture damage on the electronics. The pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had repeated static and an unresponsive button or keypad on the insulin pump. Customer's blood glucose was normal and did not require medical treatment.